Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post pro-disc l implantation level l5-s1 on (B)(6) 2011 returned to surgeon complaining of onset of pain in leg approx 4 week post-op. Pt treated for pain non-surgically for approx 2 months. A CT scan on unk date showed bilateral stress facet fractures. Pt was revised to plif and pedicle screws at levels l5-s1 on (B)(6) 2011. Pro-disc l was not removed.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information from received questionnaire. The product was not returned for physical evaluation. The event was evaluated by product development. The root cause for the facet fractures noted in this complaint cannot be determined from the information provided. Fractures exclusively of the posterior column are rare among the complaint history for prodisc-l, and are often coupled with other noted failure modes such as polyethylene inlay expulsion, loss of plate fixation, or superior plate subluxation. While not noted to have occurred in this cause, a typical cause of posterior element fracture is trauma. Other potential causes noted in the literature include excessive distraction and non-compliant patients. A few complaints within the complaint records have fractures of the posterior column occurring exclusively, without the other noted failure modes listed above (occurrence rate 0.035%: 4 in 11,584 implants sold from launch in sept 2006 through end of june 2013). While the patient harms of could cause pain and/or patient injury (i.e. Neurologic deficit) and require reoperation is still representative of this complaint and the others in the complaint history, an additional line item for this hazard should be investigated. The risk analysis will be reviewed and changes made if deemed necessary. (B)(6).

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the dhrs for pdl-l-ip00s and the raw material, cocrmori44.45, indicate there were no manufacturing discrepancies relevant to this complaint.

Event description:
This is 1 of 3 reports for complaint (B)(4).